Event description:
Call to technical services on (B)(6) 11, states that patient got inappropriate therapy with a fidelis lead and medtronic bi-v device. Patient is refusing defibrillator therapy and medtronic product. Going to extract fidelis lead tomorrow and replace with new pacing lead and crt-p device. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).